Manufacturer narrative:
A review of the mfg records indicated that all device specifications and quality requirements were satisfied. The root cause could not be accurately determined because the physical device was not returned for a complete analysis.

Event description:
It was reported that there was "blood leakage from hub and lumen junction of the catheter."